Manufacturer narrative:
The event occurred in (B)(6). The investigation of the returned insulin infusion pump and related materials found that the insulin infusion pump was functioning per product specifications at the time of the event. However, the investigation found that there was a use error with the pre-filled insulin cartridge that may have caused or contributed to the event. The customer attempted to use the pre-filled insulin cartridge with an adapter attached in an incline angle. This caused the needle of the adapter to penetrate the aluminum cap and caused the septum of the cartridge to be pierced off-center, which allows for insulin leakage and could result in under-delivery of insulin. The pre-filled insulin cartridge is not manufactured or distributed in the united states by roche diabetes (B)(4). And is not like or similar to any roche diabetes (B)(4). Product manufactured or distributed in the united states.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was discovered by police in his university hall of residence on (B)(6) 2016, but it's estimated that he died on (B)(6) 2016. An accu-chek insulin pump was attached to the patient upon the police's discovery. Cause of death is suspected to be diabetes related. No further information is available. The device is being returned for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.